Event description:
International complaint coordinator reports one incident of blood leak with the psn 150 dialyzer. Blood leak occurred during treatment and was noted by the blood leak alarm. Blood was returned to the patient with no blood loss reported. Treatment was resumed with new disposables and completed without further incident. 1 g vancomycin was administered IV. No patient injury reported per international complaint coordinator.